Event description:
It was reported that the right ventricular lead exhibited oversensing noise reversions and low lead impedance and the atrial lead exhibited oversensing noise reversions. Both leads were capped and replaced on (B)(6) 2025. There were no patient consequences.